Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch was replaced and the unit was returned to service. Patient information could not be obtained due to country privacy laws. Incident date unknown at time of MDR filing. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the unit to switch to manual ventilation when requested. There is no report of patient injury.